Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance measurements. A new lead was implanted instead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.